Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of battery alarms on the power module, was confirmed when the unit was evaluated by depot services (edc -belgium). The backup battery was depleted and unable to accept a charge. The unit operated properly after the battery was replaced. The power module was tested and returned to the rental/loaner pool. The manufacturing date for the removed battery was 2019may; the backup battery is replaced annually. The battery was discarded ¿ not able to be shipped and not further evaluated. The power module alarm was due to the battery. However, the root cause for the battery depletion was not determined in this analysis. The power module assembly (pn 103286) was built in 13apr2012. The top assembly (pn 103868) was packaged and placed into inventory on 18apr2012. The unit was placed into the rental/loaner pool on 06jun2012. The unit was sent to the customer on 27feb2020. From the supplier provided battery data, the backup battery (pn 109200 / sn: (B)(6)) has a manufacturing date of 16may2019. The expiration date would be 16may2022. Power module backup power is addressed in the heartmate 3 lvas instructions for use (IFU) and the heartmate power module IFU. The charge status and alarms associated with the internal backup battery are documented in the heartmate 3 lvas instructions for use (IFU) and the heartmate power module instructions for use. The red battery and continuous tone audible alarm is detailed here. Annual preventive maintenance of the power module, specifically replacement of the internal battery, is documented in the heartmate ii lvas patient handbook and the heartmate power module instructions for use (IFU). Power module (pm) alarms and the actions to be taken when they occur are addressed in the heartmate 3 lvas instructions for use (IFU) and the heartmate power module instructions for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that there was an internal battery alarm while power module was connected to ac power. The issue persisted even after the battery was disconnected and reconnected three times. There was a little notch on the black phase of the connector from the power module.